Event description:
Reporter indicated a vns pt was having increased seizures. It is unk when the pt was initially implanted with the vns. Vns generator replacement is planned. The generator is not at end of svc, but the ifi = yes, indicating more frequent f/u to monitor battery life is recommended. Attempts for further info are in progress.